Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead impedance was increased. A slight decrease in sensing and increase capture thresholds were observed. The lead was damaged during explant.